Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cannula was missing. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The customer state that introducer needle was not hard to remove. Troubleshooting was performed. The sensor will not be returned for analysis.